Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-oct-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the communication sled and power supply had failed. A field service engineer replaced the communication sled and power supply to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the customer was waiting for the two tickets that were closed for the communication sleds. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes and manufacturer narrative, section b describe event. Correction: problem section d medical device model, unique device identifier (UDI), section g reporting office contact and manufacturing location the reported condition was confirmed during fse testing and subseguently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported that replaced comm sled and power supply. During dchu visual inspection p/n 353372-01: sn: (B)(6): was received with physical damage. Sn: (B)(6): was received with thermal damage. During dchu testing p/n 353372-01: sn: (B)(6): further test was not reguired due to physical damage found during the visual inspection. Sn: (B)(6): further test was not required due to thermal damage found during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr. 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was waiting on two tickets that were closed for communication sleds. The customer stated that this malfunction caused a delay in dispensing medication to patients. As per part investigation, it was determined that there was thermal damage observed on the obs assy comm sled (sn: (B)(6)) and physical damage on sn: (B)(6). There were no adverse events or injuries reported based on this event.